Manufacturer narrative:
FDA h10: further review of this case indicates this is a duplicate report. The event in this report has been already reported under MDR no. 1219602-2023-00670. All further communication for this event will be managed in that case, including a follow up report with the results of our investigation. We respectfully request to close the case as a duplicate and refer to the referenced case above.

Manufacturer narrative:
FDA h10: further review of this case indicates this is a duplicate report. The event in this report has been already reported under MDR no. 1219602-2023-00671. All further communication for this event will be managed in that case, including a follow up report with the results of our investigation. We respectfully request to close the case as a duplicate and refer to the referenced case above.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that when the healicoil anchor was taken out of the box, the pouch was unsealed. No case reported; therefore, there was no patient involved.